Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's FDA medwatch report which states: "correctly set up secondary IV piggy back. When the secondary tubing was unclamped, it immediately began to fill up the primary IV bag (which was lowered appropriately). Primary tubing switched out and problem resolved."

Manufacturer narrative:
The customer¿s report of backflow was not confirmed. The primary set was visually inspected and no anomalies were observed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing was performed and there was no backflow into the primary bag. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.